Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that her blood glucose was elevated when she woke up in 2009, and she noticed blood in the infusion tubing. She changed the infusion set and injected insulin via pen. Her blood glucose continued to increase and measured 400 mg/dl at 7:00pm, and she injected insulin via pen. At 12:00am, she began to feel sick and she vomited. She stated that she thought she was having a heart attack. She changed the infusion set and found the needle at the pig tail connection was bent. Her normal blood glucose level is 80-150 mg/dl. Nor further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.